Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, around 4:00 pm, the patient was on her way to her son¿s house for christmas eve. The last thing the patient remembered was putting her walker into the car and sitting down in the car¿s driver seat. When the patient did not show up to her son¿s house, her son backtracked the patient¿s driving path and found the patient in her car in her apartment driveway. The patient was unconscious and slumped over the driver¿s seat of the car with white foam coming out of her mouth. The patient had also been exposed to the cold weather for almost 2 hours. The patient¿s grandson called 911. The police and emergency medical services (ems) arrived, and the patient was transported to the hospital. The patient regained consciousness at the hospital around 9:00 pm that evening. The patient was diagnosed with hypothermia and had suffered a diabetic coma due to hypoglycemia. The patient had no recollection of what treatment/medications she may have received during this time. Prior to the patient losing consciousness, the patient stated that she did not hear the dexcom alert her to a low cgm reading, although she had it with her in her purse. The patient also reported that she has hypoglycemic unawareness and is a ¿brittle diabetic¿ whose bg levels can drop very rapidly. The last cgm reading the patient could recall prior to this event was a reading of 331mg/dl around 1:00 pm. The patient was discharged home after 2 days in the hospital. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.